Event description:
While using a byte retainers, patient reports that they feel like their symmetry of their face and jaw has changed and their jaw muscles have been very tight. There are a couple of gaps in the fit of the retainers. Patient would like their smile to look symmetrical and to not have jaw pain and migraines. Provided modified tmj et and fit tips for upper and lower retainers. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.